Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the monitor would only function on battery power for seven minutes. The monitor was originally returned for repair due to continuous beeping and an erratic display when the battery failure was found. Since the event occurred at the service center, there was no pt involvement during this event.